Event description:
It was reported the pt had pain at the ipg site. The pt reported the issue had happened before, but this time the pain had lasted longer. The pt reported movements made the ipg site more painful. It was reported the pt had lost 50 lbs since the implant, and the ipg was communicating properly. The pt was to meet with the physician regarding the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.